Event description:
Senseonics was made aware of an incident in which the user reported being hospitalized. The event occurred on (B)(6) 2025. According to the user, they were hospitalized from (B)(6) 2025, due to water retention. At the time of the call, the user reported feeling well. The event was not related to diabetes. The user stated that they received treatment at the hospital but chose not to provide further details, as it was unrelated to the eversense system. A review of dms confirmed that the user is actively using the system, with information up to date.

Manufacturer narrative:
The user reported being hospitalized. The event occurred on (B)(6) 2025. According to the user, they were hospitalized from tuesday, (B)(6) 2025, to saturday, (B)(6) 2025, due to water retention. At the time of the call, the user reported feeling well. The event was not related to diabetes. The user stated that they received treatment at the hospital but chose not to provide further details, as it was unrelated to the eversense system. A review of dms confirmed that the user is actively using the system, with information up to date.